Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) logged into the station and observed that the patient was not displayed. The tss then accessed the pes server and confirmed the patient status remained discharged. Upon reviewing the received messages, the tss identified that a preadmit message was sent on 04/24 at 16:19, and the most recent admit discharge transfer (adt) message received was a discharge on 04/28. The tss informed the customer to coordinate with the adt team to readmit the patient. After multiple follow-ups, the customer confirmed that the issue was resolved. The system functioned as intended after technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient medications were not displayed after the patient was readmitted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.